Event description:
Reportably, pt expired due to unk reasons. Unk if death is device related. Implant duration was one day. Pt also had a 4900 implanted in the tricuspid position on the same day. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.